Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was cracked. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument and accessory were inspected prior to use with no issue. There was no arcing observed. The mcs tip cover accessory was properly installed during the procedure. The orange surface part was not visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. Installation tool and lubricant were not used. There was no fragment falling into the patient¿s anatomy. The customer replaced the mcs tip cover accessory to resolve the issue. The mcs instrument was not replaced.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and found to have tearing at the mouth. There was no sign of thermal damage. Review of the provided image is consistent with the alleged complaint: the mcs tip cover accessory had a crack at the tip.